Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a broken display protector was confirmed during product evaluation. The root cause was found to be a hole in the display window which is part of the main bezel. The front bezel was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a broken display protector. The reported condition occurred upon power up in the general patient ward. There was no patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).